Event description:
Procedure: vats. According to the reporter: product did not work. The load would not open after it was fired inside the pt. Another load was used to cut/remove the load from the pt.

Manufacturer narrative:
(B)(4).